Manufacturer narrative:
Device evaluation: lens was returned in a microcentrifuge vial. There was clear residue on the lens surface. Visual inspection found the optic torn. (B)(4).

Manufacturer narrative:
This device is not marketed in the u.s. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticm5_13.2, -4.0/+2.5/x106 diopter, implantable collamer lens in the patient's left eye (os) on (B)(6) 2017. The lens was exchanged for shorter lens of a similar diopter on (B)(6) 2017 due to the patient experiencing excessive vault and significant reduction of irido-corneal angles. The problem was resolved. The patient's post-op best-corrected visual acuity on (B)(6) 2017 was 20/20.